Manufacturer narrative:
(B)(4)

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2012-02250 concerning the other device. It was reported to boston scientific corporation that a polaris ultra no shaft holes ureteral stent was placed on the patient's left side on (B)(6), 2012 using a cystoscope and no guidewire, in order to complete the procedure quickly upon removal of a polaris ultra ureteral stent (unknown which side the original stent was removed from). On (B)(6), 2012, the patient had a high fever and pain near the left kidney. The left kidney was inflamed, but it is uncertain whether it was still hydronephrotic. The physician believed the fever was caused by calcification and occlusion of the stent, and the stent was removed without any issues on (B)(6), 2012. The patient's condition upon the conclusion of the procedure is unknown; however, as of (B)(6), 2012 the patient had no pain or fever.